Event description:
On 2/20/97 the aus device was implanted. On 7/29/97 the pt complained of leakage after sitting. On 9/4/97 pt said he now has only a small stream when he urinates, "pump is upside down...the part with bottom is on the bottom."